Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer stated that their blood glucose (bg) levels were impacted but could not recall specific levels or what actions they took to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR 3007981285-2017-18233.